Event description:
It was reported that the nurse was unable to transfer blood from the container into the blood bag. After multiple attempts the nurse punctured the red vacuum indicator on top of container with a sterile needle and the blood was then able to transfer into bag. A 500ml of blood was collected and reinfused. No blood was discarded nor did the patient require a blood transfusion due to the event.

Event description:
It was reported that the nurse was unable to transfer blood from the container into the blood bag. After multiple attempts the nurse punctured the red vacuum indicator on top of container with a sterile needle and the blood was then able to transfer into bag. A 500ml of blood was collected and reinfused. No blood was discarded nor did the patient require a blood transfusion due to the event.

Manufacturer narrative:
Unit was received and evaluated at stryker instruments (B)(4). During the evaluation the following observations were taken: 1. Reservoir was full of coagulated blood 2. Transfer mechanism (lever and plunger) was tested and no mechanical malfunctions were detected. 3. Red vacuum indicator was pierced one time. Air filter was found wet (full of blood), however it cannot be determined if filter got wet during device usage or during the return unit process. 4. No further evaluation was performed since unit was full of coagulated blood.

Manufacturer narrative:
The device has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete. (B)(4).